Event description:
It was reported an issue with monosyn suture. The client reported that when opened the package, the needle had detached the thread. No more information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with needle detached from the thread (thread is not wound on the pack). The needle has been damaged during handling of the suture (as can be seen in the pictures enclosed, the needle is deformed) and the needle detachment from the thread is caused by this wrong handling. As indicated in the instructions for use of the product: always grasp the needle in a section 1/3 to ½ of the distance from the fibber attachment end to the needle point, but never directly at the end where the fibber is attached or at the point of the needle. Grasping the needle at the area of the point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibber attachment end could cause bending and breakage of the needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle has been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Final conclusion: despite receiving a defective sample, it has been confirmed that the defect was caused by wrong handling of the suture by the user. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.